Manufacturer narrative:
29-dec-2025 update: device reported in error. No complaint on this device. Please delete. Correct sn is (B)(6).-

Event description:
The patient was admitted to the hospital due to a pocket infection. During the hospital stay, the device was programmed, and it was found that the remaining battery life was less than 6 months. Should additional information be received, this file will be updated.